Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site for additional evaluation. The fse found that the battery charge was very low and the power status indicator overlay was defective. The fse replaced the front panel overlay and charged the battery for hours. The power status indicator failure was reported to have been resolved and the alarm cleared. The esprit ventilator was confirmed to be working within specifications and successfully passed testing after service was completed. No additional patient information could be obtained. There was no patient harm or injury reported. The front panel overlay was replaced to address the power status indicator failure. There was no additional information provided to clarify the alarm message that occurred at the time of the event. The information available suggests a low battery that could have potentially triggered an alarm. The philips service engineer reported that the battery was changed for hours and the alarm cleared. The battery was not replaced. The unit's event log could not be obtained and no error codes were reported to verify the nature of the alarm. The unit was being used for treatment when the reported event occurred. There was no patient harm or injury reported.

Manufacturer narrative:
Corrected g4: 510k number. Not a combination product.

Manufacturer narrative:
G4:06apr2021. B4:07apr2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020.

Event description:
It was reported the vent started making a high pitch alarm, then it was removed from the patient, and the alarm continued even after the vent was turned off. The battery was very low and the power status indicator membrane was bad and did not come on. The device was in use on a patient at the time of the issue.